Manufacturer narrative:
A lens was intitially implanted in the pt's left eye on 2/11/97 with post operative results of +2.75. Pt's right eye was initially implanted on 3/4/97 with post-operative results of +1.75. A lens exchange was performed on the pt's left eye on 7/1/97 with post-operative results of +.75. Results of this lens exchange are successful. Report 1920664-1997-00412.

Event description:
A lens exchange was performed on a pt whose vision was +2 diopters in one eye and +2.5 in the other eye following implantation of lenses calculated with this ophthalmic unit.